Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The devices air flow oxygen sensor triggered the ventilator service alarm. The device's oxygen blender board requires replacement to address the issue.